Event description:
A pt with history of severe degenerative joint disease of the left temporomandibular joint. In 2006 had placement of a custom made prosthesis inserted in the left tmj. Pt was admitted in 2008 for removal of the left tmj prosthesis due to chronic left jaw pain and facial pain. The pt underwent removal of the inflamed failing left tmj prosthesis and reconstruction of the left temporomandibular joint with a new prosthesis. Heterotopic bone formation had formed on the posterior and medial side of the ramal component. Surgery was without complications, and the pt was taken to the recovery room in stable condition.